Event description:
It was reported that the device had unexpected longevity as the device had reached end of service (eos) in three-and-a-half years. It was noted that the patient said they felt many times electricity to run over their legs and arms, however the physician is not sure that these were true events. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. (B)(4).